Event description:
Medics responded to a cardiac call, patient condition not reported. The patient was monitored with ECG electrodes and a four wire ECG cable. Reportedly, when the medics arrived at the hosp and were preparing to transport the patient into the building, the device displayed only dashed lines and the message, ECG leads off. The device operator checked all connections and replaced the ECG cable in an unsuccessful attempt to display the patient's rhythm. The patient was transferred to a hosp monitor and care to the patient continued. The reporter stated there was no adverse affect to the patient as a result of device operation due to a back up device.